Manufacturer narrative:
Apoc incident # (B)(4). Other product returning for investigation: product#: 06f23-46r, product name: d/r network desktop, serial#: (B)(4), manufacture date: 07/25/2007. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(4) was hot to the touch at the battery compartment after removing it from an I-stat downloader. The analyzer, downloader and power cords were replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that 9 volt batteries with the red-fused battery carrier was being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/27/2018. The customer reported that analyzer s/n (B)(4) was hot to touch after removing it from network downloader (drn) s/n (B)(4). The customer's complaint was not confirmed for drn s/n (B)(4), it functioned according to specifications throughout testing. Failure analysis determined that the cause of the problem was the failure of a 100 f tantalum capacitor (apoc p/n: 013827-01 01) c26 on the main board of the analyzer, between the primary battery and ground. The capacitor had failed such that it created a short circuit between the battery and ground; current flowing through the shorted capacitor caused heat damage, which gave the capacitor a burned appearance. A rocketware search spanning six months revealed one similar incident and no evidence of a trend. No deficiency has been identified. Rather this was a malfunction, which was attributed to the failure of the tantalum capacitor in the c26 location.